Manufacturer narrative:
One medfusion pump was received with no signs of external damage and some contamination by the tubing guides. The event log was reviewed and there was an "invalid syringe size" message and an "occlusion- check infusion line" message. A syringe test was conducted and the syringe size sensor was checked and tested. The reported "invalid syringe size" issue could not be duplicated. The pump recognized 1ml monject and bd syringes and all sensors were within specification. The pump's force sensor was also tested and the "occlusion error" could not be duplicated, the force sensor was within specification. Fluid contamination was found on the main board and it caused intermittent error. The cause of the issue was attributed to the user. The main board was replaced due to contamination. Preventative maintenance was conducted and the pump passed all functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. The small syringe size failed and there was an occlusion error during testing. There was no patient involvement.